Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not turning on and had a blank display. Blood glucose level of the customer was 130 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the display did not return after troubleshooting. It was also stated that there was no visible moisture on the insulin pump. The customer also stated that the battery compartment was neither corroded nor damaged. The insulin pump will not be returned for the analysis.